Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 491 mg/dl. Customer treated with a manual injection and feels ok to troubleshoot. Customer stated that she has a back-up plan. Troubleshooting was performed and customer stated that the cannula was not bent. Customer was advised to do a complete set change. Customer stated that the insulin was not cloudy or inspired. Customer's blood sugar was down to 332 mg/dl at the end of the call. Customer didn't want to wait on the line.